Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 6.6, 5.0; lab: 4.1. Pt was recently hospitalized (before inr test). Customer called to report an issue observed last week by one of her nurses in which they tested a pt twice to see results of 6.6 and 5.0. Both were done within minutes of each other. The nurse took a venous sample and sent it to the lab, processing time was unk, simply done that same day. Pt therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.